Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Battery not working was found several times in the event history log review. Functional testing involved powering up the pump and using biomed diagnostics to monitor the battery status. The investigation found that the reported problem was duplicated during the power up process/self test. Battery readings were all "0." No evidence of damage or contamination to battery was found. The battery was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump was exhibiting a battery error. No adverse patient effects were reported.